Manufacturer narrative:
(B)(4). Damaged universal seal assembly. Evaluation summary: the analysis results found that the universal seal assembly was deformed. The instrument was functionally tested for leaks and it failed due to the returned condition. No conclusion could be reached as to what might have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported by the affiliate that the device presented leakage. Another same like device had to be used. There was no pt consequence.